Manufacturer narrative:
We are awaiting device receipt. A follow up report will be submitted once the investigation has been completed. (B)(4)

Event description:
It was reported, the reflexion spiral device became damaged during the atrial fibrillation procedure. The reflexion device was used in a torflex 8 fr, 62 cm, baylis sheath. A snare was used to remove the reflexion device from the rt ij and the procedure continued. There were no pt consequences reported. Add'l time was required to remove the product from pt.